Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was out of calibration. The touchscreen connector was cleaned, reseated, the touchscreen parameters were reset, and the stylus was calibrated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was experiencing a calibration problem. A different stylus was used but the issue persist ed. The programmer is expected to be returned for service. There was no patient involvement.